Event description:
The customer stated that a (B)(6) architect anti-hbs result of (B)(6) was generated for a patient sample that retested (B)(6) at (B)(6). An abbott field service engineer inspected the architect i2000sr analyzer and no issues were identified. The sample was processed normally and qc was within range. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
It was discovered on august 4, 2022 during quality review that incorrect a code a090804 was entered into the initial emdr, section h6. This follow up emdr is being submitted to correct the a code to a090809.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. A review of the labelling and literature addresses the customer¿s issue. Based on the investigation, no deficiency for lot number 24116fn01 was identified.